Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v920745, implanted: (B)(6) 2012, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s urinary issue was the same as prior to implant; there was no 50% or greater symptom reduction. The patient experienced incontinence and urge. It was stated that the implantable neurostimulator (ins) never worked right. The patient did not know if stimulation was on and was afraid to use the programmer to check. The patient felt ¿not one thing¿ and did not feel the urge to go. The patient was told by the healthcare provider (hcp) to leave the device alone. Reprogramming was required, but no specific information pertaining to any changes or interventions were reported. The patient status was reported as recovered without permanent impairment. The patient thought that getting the implant was a mistake. It was unclear if the patient had issues with urge or did not feel the urge to go. It was first stated that the patient still had incontinence and urge, but it was later stated that the patient felt ¿not one thing¿not any urge.¿